Manufacturer narrative:
Device manufacturer information was entered incorrectly as the biomet (B)(4) facility instead of the biomet (B)(4) facility. The manufacturer report number is correct.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The tibial bearing and femoral removed during this revision procedure were made by biomet orthopedics, and reported under medwatch 1825034-2012-00827/828.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012, due to soft tissue instability. No further information has been received.